Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, the balloon tore. The 100% stenosed lesion was moderately tortuous and moderately calcified and was located in the distal right coronary artery. The 2.5x8mm apex balloon was not able to cross the lesion. The balloon was removed from inside the patient intact. The physician noticed a balloon tear when he attempted to remove air from the device and noticed that blood flowed into a syringe. The procedure was completed with a different device. The patient status is good with no complications reported.